Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw). It was further noted that based on lead trends it was suspected that the ra lead dislodged after implant. The ra lead was capped and replaced four days later. No patient complications have been reported as a result of this event.